Manufacturer narrative:
The lot number of the delivery system is unknown. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 29 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. The operator had issues passing a wire through the commander delivery system. The wire was able to be back loaded through the tip of the delivery system but had significant resistance exiting the back end of the delivery system. After multiple attempts, the operator was able to successfully feed the wire through the delivery system and proceeded with the case. After the valve exited the 16fr e-sheath and began valve alignment, a significant resistance on the delivery system and noticed that this resistance caused the delivery wire to come out of the left ventricle and into the aorta. The delivery system and sheath were removed and prepped a new system valve and sheath and proceeded with the case. After the new delivery system and valve were delivered through the new e-sheath we were able to successfully implant the valve. A selective left heart angiogram was performed and noticed what appeared to be a sinus of valsalva perforation which in turn was causing a pericardial effusion. The patient was quickly put on fem-fem bypass and the physician began to perform a pericardiocentesis. Echo confirmed a significant reduction of the pericardial effusion. The patient was taken off by-pass and was hemodynamically stable.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 component codes, impact code and type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Gouges present on the flex tip. Sheath liner observe only expanded 7'' from the strain relief, and sheath tip observed unopened. Curvature observed on the sheath shaft. Imagery was provided from the site and revealed the following: calcification present in the landing zone. Tortuosity present in the access vessels. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were unable to be confirmed based on the evaluation of the returned device. A review of the DHR and lot history was unable to be performed as the device lot information was not provided. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of IFU/training materials revealed no deficiencies. Per event description, ''the operator had issues passing a wire through the commander delivery system. The wire was able to be back loaded through the tip of the delivery system but had significant resistance exiting the back end of the delivery system. After the valve exited the 16fr e-sheath and began valve alignment, a significant resistance on the delivery system and noticed that this resistance caused the delivery wire to come out of the left ventricle and into the aorta.'' Evaluation of returned device showed no resistance when inserting a sample guidewire through the delivery system (figure 4). While it is possible that the reported resistance was due to the guidewire used during the procedure (e.g. Kinked or frayed guidewire can catch inside the guidewire lumen walls), the guidewire was not returned for further evaluation. Therefore, the reason for the reported guidewire resistance is unknown. As such, due to insufficient information, a definite root cause was unable to be determined at this time. Evaluation of the returned device revealed no issues with the lock/unlock mechanism and gross alignment and fine adjust were able to be performed (figure 5-6). Additionally, curvature was observed on the sheath shaft (figure 3) and the 3mensio report revealed tortuosity in the access vessels (figure 8). Based on the product and 3mensio report evaluation, and per the training manual, ''if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage'', it is possible that the tortuous vasculature created difficulty in performing valve alignment due to the non-straight section of anatomy. As such, due to insufficient information, a definite root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.